Event description:
It was reported that the doctor attempted to use a 2 level plate on friday and as he was advancing the first screw, the locking wing would not allow it to pass and bent downward with the screw. He was not over angulating the screw and we made sure the wings were in the unlock position. It was a c5-7 acdf.

Manufacturer narrative:
Method: visual inspection, device history review, complaint history review, material analysis; risk assessment; result: the reported event was confirmed by visual inspection to have a locking mechanism deformed. The plate was exchanged for a new one without delay. Manufacturing files were reviewed and no anomalies were found. Potential causes may be: user tilts guide off axis affecting screw path. Over-angulation of screwdriver which leads to unintended cantilever force. Guide not properly attached to plate.

Event description:
It was reported that the doctor attempted to use a 2 level plate on friday and as he was advancing the first screw, the locking wing would not allow it to pass and bent downward with the screw. He was not over angulating the screw and we made sure the wings were in the unlock position. It was a c5-7 acdf.